Event description:
The customer reported that the fluoro images on the workstation monitor were coarse and unstable.

Manufacturer narrative:
(B) (4). The plan to check the system is currently under negotiations with the customer.